Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited a shorted fault condition upon interrogation. Review of the therapy history revealed an inappropriate episode dated january 11, 2005 due to noise on the ventricular (v) rate/sense (rs) channel with a therapy attempt, resulting in a short with a shocking impedance measurement <20 ohms. Preceding this episode, there were a number of nonsustained and diverted episodes dating back to december 12, 2004 that look similar. Starting since january 12, 2005, both v and shock impedance msmts have been reporting out of range, < 200 and < 20 ohms. The device was capturing in the ventricle at max outputs and pacing inhibition was noted.